Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was an increase in capture threshold and episodes of noise that resulted in oversensing on the right ventricular (rv) lead. The patient did not receive any inappropriate therapy due to this event. The rv lead was capped and replaced and the patient was stable.